Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced loss of consciousness with injury due to an unspecified sensor issue. The sensor was inserted into the arm, which is off-label usage of the device. On 12/15/2023, the patient reportedly blacked out from his blood sugar. It was not reported what the cgm display device was doing at that time, whether there were any egvs, alerts, or alarms coming from the display device. The patient reportedly collapsed with a glass in his hands and injured his feet. The patient is not sure what his blood sugar was at the time that he collapsed. It was not reported whether a bg was checked at that time. When the patient regained consciousness after the incident, he noticed that the display device had no readings. At some point, the patient self-treated with juice. The patient was not brought to a hospital or emergency and just stayed home and slept. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c, d zone of the parkes error grid. At the time of the report, the patient was feeling fine. No additional patient or event information is available.